Manufacturer narrative:
The affected device has been returned. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a metal piece came off from the needle holder inside the patient. The metal piece was found and could be removed. No harm to patient, user or third reported.

Manufacturer narrative:
Device evaluation: during the visual inspection of the returned article, it was determined that the movable jaw piece, which serves as the pivot point for opening and closing the needle holder tip, is damaged. The pull rod has come loose from the axle pin, which is still in the movable jaw piece. In addition, a fracture can be seen there. This defect pattern indicates that an excessive mechanical force has been applied here. This can happen, for example, if a needle that is too large is clamped in the needle holder, causing a higher force to act on the jaw piece and the pull rod when the jaw piece closes. Another indication could be the carbide plate. It can be seen that the teeth/pyramids are worn. This may have caused the needle to be held incorrectly, which can cause it to slip backwards into the jaw part. The damage at the back of the toll unit can also be explained by the needle slipping out causing the scratches and dent on the surface behind the hard metal inserts. The event is filed under internal karl storz complaint ID: (B)(4).